Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoir snap cap had leak. The customer¿s blood glucose level was unknown at the time of the incident. The reservoir will be return for analysis.

Manufacturer narrative:
Evaluated one open/used transfer guard only (reservoir not returned). Performed a visual inspection using appendix f and found transfer guard needle loose.